Manufacturer narrative:
The customer data and information provided by the customer was reviewed. This review indicated all controls were in range and the ict module status was ok and was on board for 75 days. Additionally, the customer indicated a retest of one of the patient's sample vials generated the expected result and further indicated the initial sample vial may have been mislabeled. Tracking and trending report review for the concentrated ict sample diluent determined that there are no related adverse or non-statistical trends. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient details were available.

Event description:
The customer reported falsely depressed sodium (na) results for a patient that was generated on the architect c4000 analyzer. Sid (B)(6) generated an initial result of 102, with a repeat result of 104. The sample was retested on this analyzer and another analyzer generating 144 on both analyzers. The customer uses a normal range of 135-145. No impact to patient management was reported.